Event description:
It was reported that the patient presented for post implant device interrogation. Chest x-ray revealed a pneumothorax. The pneumothorax was treated with chest tube insertion on (B)(6) 2017. Chest x-ray on (B)(6) 2017 revealed no pneumothorax. Chest tube was removed. Patient was discharged in stable condition.